Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 344 mg/dl. The customer reported high readings for the past 8 days. The customer's blood glucose reading was 250 mg/dl at noon on (B)(6), 302 mg/dl at 7:00 pm on (B)(6), 39 mg/dl at 10:17am on (B)(6), 338 mg/dl at 9:13pm on (B)(6) and 250 mg/dl at 4:19am on (B)(6). The customer treated with syringes and insulin. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to speak with health care provider and discuss settings.